Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 3.1 half height drawer open/close latch assembly screws were missed. A field service engineer found the open/close latch assembly was missing screws, so it was not properly seated, which caused the sensor cable to rip, replaced the latch assembly, removed the broken stuck screw, rebooted the station, and ran the firmware update the issue was resolved. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer jammed. It was able to close after turning off machine, when attempted to recover after rebooted screen showed maintenance required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.